Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Patient reaction, first use, preprocessed. Patient complained of lower back pain, stomachace, chest pain, headache, shortness of breath, and hot sensation in face. No fever or chills. Dialyzer was discarded; blood was returned. Treatment restarted with terumo t220 dry pack (not preprocessed); patient had no problems.